Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited low pacing impedance that was out of range. It was also noted that the battery longevity was only 1.5 years as a result of the low impedance. Programming changes were performed, and the patient will further be monitored. The patient was asymptomatic and in stable condition.